Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the heat of operation when the product is left with the power turned on, causing an overpressure alarm to occur when the pressure exceeds the set pressure. The event can be detected by following the instructions for use (IFU) which state: "if the cavity pressure exceeds the set pressure 5mmhg, a warning sound is issued and the overpressure caution light is turned on. When the condition of (1) continues for more than 10 seconds, the suction is performed. The suction is terminated when the cavity pressure falls to the set pressure. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the high flow insufflation unit pressure lamp appeared and lit up after 15 to 20 minutes with the power turned on and no air being supplied. An alert continued to sound on both units. There were times when the problem did not occur immediately after turning on the power, but it did not reappear after turning the power on and off. The issue was found at receipt inspection. There were no reports of patient harm or impact associated with this event. Related patient identifier: (B)(6).